Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the sensor cannula fractured while in the body. The blood glucose level was unknown at the time of incident. Customer reported that the sensor does not have filament after looking at the sensor customer reports the sensor cannula is not intact. Customer reports the sensor cannula is no longer in the body. The sensor will be returned for analysis.